Event description:
It was reported while using bd maxguard extension set microbore slide clamp(s) the tubing was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: 1943-pc: med tubing had small hole, or leak causing fluids to leak and patient not get medication as well as risk for infection.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no product or photo of the was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model me2020 lot number 22129151 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd maxguard extension set microbore slide clamp(s) the tubing was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: 1943-pc: med tubing had small hole, or leak causing fluids to leak and patient not get medication as well as risk for infection.